Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to sense r-waves. Programming changes were made but the issue was unable to be resolved. The patient was stable and asymptomatic.